Manufacturer narrative:
The insulin pump passed displacement test and self test. All operating currents are within specification. No unexpected blank display noted. The device had cracked case on display window corners, minor scratched lcd window, and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
No blood glucose levels reported. The customer reported a blank display on the insulin pump. The customer reported that the display of the insulin pump just disappeared and the reason could not be determined. No additional information was provided.